Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the evening of (B)(6) 2011. The cca was advised by the patient that he manages his diabetes with oral medication (unknown type/dose), diet and exercise. It is not known if the patient made any changes to his usual diabetes management as a result of the alleged issue. On an unspecified date, after the alleged issue began, the patient stated developing symptoms of feeling "uneasy, queasy, and shaky". However, the patient denied receiving medical treatment. At the time of troubleshooting, the cca determined that the battery was not replaced by the patient as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia after the alleged issue began.